Manufacturer narrative:
(B)(4). The rt021 is sold in the USA but has no 510(k) number as it is considered a class I device. Method: the complaint rt021 has not been received by fisher & paykel healthcare (B)(4) for evaluation. Our investigation is based on information provided by the customer. Results: further information elicited from the customer revealed that the nature of the damage was a "spread circuit" and that this damage caused a leak in the breathing system. A lot check revealed no other complaints of this nature for lot 150817. Conclusion: based on the information supplied, it appears that the tubing was split, most likely at the cuff. Previous investigations into this type of failure have shown that the tubing cuff can split as a result of environmental stress cracking. All rt021 cather mounts are pressure tested prior to release for distribution. Any catheter mount with a split tube would have failed the pressure test and been rejected from the production line. Our user instructions that accompany the rt021 catheter mount state the following: check all connections are tight before use; perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient.

Event description:
A hospital in (B)(6) reported that an rt021 catheter mount had a "hole in the elbow". The problem was solved by replacing the rt021. This was found 15 minutes after connecting the rt021 to the patient.